Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2017-05988. It was reported during intra-operative testing (ref. MFR. Report#1627487-2017-02332) multiple leads contacts displayed invalid impedance measurements. Reportedly, the physician was unable to replace the lead due to the patient taking blood thinners. Subsequently, revision surgery may take place at a later date to address the issue.